Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, the insulin gauge was intermittently inaccurate. The customer's blood glucose reached 187 mg/dl. Reportedly, the customer reverted to manual injections available as alternate insulin therapy.